Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl at the time of the incident. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The test mini link transmitter with the glucose sensor simulator communicates properly to the insulin pump. No sensor error alert noted during the testing.